Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation.

Event description:
It was reported that a patient with a history of stone disease underwent a flexible ureteroscopy procedure of the kidney to remove a stone a laser burst. The user noticed that the 273 micron fiber had broken off. The physician tried to pull the fiber from the stone; however, it would not move, as the fiber was out of the scope and there was not a glass end. In addition, the sheath of fiber had peeled off. The scope was moved to the renal pelvis area. At this time it was observed that the fiber was actually burnt about 3cm proximal to the glass tip. The laser was placed on standby mode and the piece of fiber was removed by the physician with a grasper. The patient did not experience any additional adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported: the fiber was received in an open package and was fractured 2.2 cm from the distal tip. Approximately 2 mm of the optic fiber was extended from the cleaved blue cladding. The pinch mark was observed in the blue cladding 1.2cm from the distal tip of the separated segment. However, both ends of the optical fiber were at the point of separation and had a charred melted appearance. The fiber was forwarded to the supplier for additional investigation. Supplier investigation results: the length of device measured to 2.94 meters. The cleave was neither flush nor polished but the ferule was in good condition. The distal tip of a fiber will become damaged through normal use. During normal use, the fiber will come in contact with stone, tissue, or both, additionally debris or residue will deposit on the fiber. The buffer is stripped 4 mm + 1 mm from the fiber at the distal tip during manufacturing in order to minimize the amount of debris or residue that settles on the buffer portion of the fiber. Any areas where debris or residue has settled will heat up when energy is delivered. This will char or ¿burn back¿ the buffer. How quickly the charring occurs and how severe the charring depends almost entirely on how a fiber is used during a case. Certain surgical techniques will increase the likelihood and severity of damage to the fiber and charring of the buffer. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, the fiber separation was confirmed by the returned product. Supplier evaluation concluded any areas where debris or residue has settled will heat up when energy is delivered. This will char or ¿burn back¿ the buffer. How quickly the charring occurs and how severe the charring depends almost entirely on how a fiber is used during a case. Certain surgical techniques will increase the likelihood and severity of damage to the fiber and charring of the buffer. Supplier only warrants its fibers to be free from defects in manufacturing and workmanship out of the package. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.